Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had right knee replacement on (B)(6)2013. They underwent right knee revision on (B)(6)2023, approximately 9 years 2 months after their initial procedure. They patient presented with loosening and extensive osteolysis. They were found to have extensive thick white yellow synovitis consistent with loosening. Grossly loose femoral component debonded from cement mantle. Extensive osteolysis behind all three components 2 b femur with large uncontained defects posterolateral and posteromedial condyles, 2a medial tibia with uncontained anteromedial defect, lateral facet of the patella. The patella was found to be worn and there was undermining osteolysis and so was removed. The polyethylene insert was found to be loose and freely moving within the locking mechanism of the tibia and was removed. The femoral component was found to be grossly loose and was removed by hand with no cement on th eback of it consistent with debonding. The tibial component was found to be well fixed with extensive undermining osteolysis anteromedially. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.